Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation and leaflet motion restriction were confirmed based on the information available to date. Available information suggests procedural factors (post-dilation) likely contributed to the event as it was reported that ''after deployment of the first s3ur valve and performing post-dilatation, aortic regurgitation was suspected to be due to frozen leaflet (severe central regurgitation, and a pressure gradient 35-50mmhg) occurred.'' Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in japan, regarding a tavr procedure with a 20 mm sapien 3 ultra resilia (s3ur) valve, after deployment of the first s3ur valve and performing post-dilatation, aortic regurgitation (ar) suspected to be due to a frozen leaflet (severe central regurgitation, pressure gradient 35-50 mmhg) occurred, and diastolic blood pressure decreased. To perform a bailout, a second s3ur valve was implanted. As a result, blood pressure stabilized, and no apparent ar was observed on the aortography(aog).

Manufacturer narrative:
The investigation is ongoing.